Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the customer finds this particular left ventricular (lv) lead model difficult to place because of their relatively large diameter electrodes, as compared with the competitor lead. Customer has experienced difficulty on multiple occasions, but could not specify a particular instance. No patient was involved in this case.